Event description:
According to available information, this device was explanted and replaced due to tubing leakage at the pump exhaust tube. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4047898) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on the longer exhaust tube and inlet tube of the pump. A separation, surrounded by abrasion, was noted in the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with cylinder 1. An aneurysm was noted on the bladder of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with the reservoir. No functional abnormalities were noted with the piece of detached inlet tubing or connector. Based on examination of the returned product, an aneurysm was confirmed in the bladder of cylinder 2. Quality concluded that while in-vivo enough pressure may have been exerted to overinflate the cylinders, which may have resulted in an aneurysm on the bladder of cylinder 2. It is most likely that the aneurysm would have occurred prior to the separation observed the longer exhaust tube of the pump, as the system would need to be pressurized in order for an aneurysm to occur in either cylinder bladder. The information provided did not note an aneurysm. However, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the longer exhaust tube of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.